Event description:
It was reported that the unit was disabled. There was reportedly no patient involvement.

Manufacturer narrative:
It was reported that the unit was disabled. There was reportedly no patient involvement. The customer worked with the technical support representative. The customer was offered a quote for a diagnostic service visit. The customer refused the diagnostic service quote. No further actions. The customer can reopen this issue in the future if they want support.